Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a wireless recharger led was flashing green continuously. The patient reported that a reset attempt was performed but the wireless recharger did not respond, and placing the wireless recharger on the dock did not change the behavior and there was no charging or response while docked. The patient also reported that the wireless recharger did not make any sound and did not turn off. A replacement recharger and drape were provided, and the patient was notified to call back if replacement of the product did not resolve the issue. No patient complications have been reported as a result of this event.